Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle stopper was distorted causing volumetric inaccuracy. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that the rubber stopper is distorted. The returned syringe was examined and exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch #5313891. All inspections were performed per the applicable operations qc specifications. Upon evaluation by (B)(4), similar findings to those noted during initial investigation performed at bd (B)(4) were noted. Upon disassembly of the syringe, the stopper was observed to maintain it's deformed configuration as seen when the syringe was fully assembled. Additionally, the interior of the syringe barrel appeared to have sufficient silicone lubricant. Probable root cause likely to be a defect during the molding process of the syringe by the supplier. The (B)(4) plant is currently evaluating the supplier for additional root cause(s) and possible corrective/preventive actions. CAPA (B)(4) has been opened to address this issue. Sample will be forwarded to manufacturing (B)(4) on 23feb2018 for further review. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper). Investigation conclusion: possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA (B)(4) has been opened to address this issue.